Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their pain has been growing in their back for about the last 18 months and has been increasing. Patient stated that they went in to see their neurosurgeon about a year ago and they took some x-rays and mris and they said that they can see that the screws and some of the hardware in the back is starting to come loose and that they might have to go in and tighten it up. Patient mentioned that they are receiving quarterly cortisone shots from the va to help with the pain. Patient also mentioned that there are times when they forget to charge their implant and when it hits zero and it's out of power, they can tell because they start to hurt. Patient mentioned that they are getting ready to have 3 MRI's done and that the facility is very inquisitive about their implant. Patient noted that they need the model, make, serial number, and implant date of their implant to give the MRI techs; patient added that the facility is threatening to cancel the MRI if they cannot provide the information even though patient has been scanned at this facility before. Agent reviewed the patients implant information with them. Patient stated that they are getting the MRI's because the hardware in their back is loose and their neurosurgeon might possibly be looking to move the paddle in their back higher on the spine to help with the patients pain. Patient reported that they are potentially deciding on surgery again and taking the MRI's to their neurosurgeon for further discussion. Patient mentioned that they think the scs helps and that they also have to take hydrocodone that they get from the va; patient added that they started getting cortisone shots from the va as well. Patient mentioned in the last year plus they have gotten 3 times of shots from the va as their back pain is increasing. When asked for an event date; patient noted that the pain has been growing in the back for about the last 18 months and that they went in and talked to a neurosurgeon a year ago or more and took x-rays and MRI's to see what was going on and that is when the surgeon noticed the loose hardware in the back. Patient followed up saying that the neurosurgeon might have to go in and tighten up the hardware in their back which would be another extensive surgery. When asked for a managing hcp; patient mentioned that they don't really have one and that they would see their neurosurgeon, patient said they only went in once to a doctor in the past 3 years but that they see a pain doctor at the va. Patient followed up saying that the doctor at the va gives them quarterly shots of cortisone to try and prevent another surgery and help with the pain. Agent documented the reported information.